Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a procedure on (B)(6), 2007. According to the complainant, post-implantation, the patient experienced severe pelvic pain, vaginal discharge, vaginal scarring, frequent infections, inflammation, mesh extrusion, urinary incontinence, pain while standing, and dyspareunia. Reportedly, the patient also feels that her bladder has recurrently prolapsed, causing pain. All other information, including the patient's current condition, is unknown and reportedly unavailable.